Event description:
Armada 14 pta catheter used during the surgical procedure (left lower extremity angiogram/angioplasty) and the hi torque command es guide wire was pushed through the catheter in the appropriate manner, and on xray noticed the wire pushed through the balloon on the end of the catheter. Catheter and the guidewire immediately withdrawn and found the guide wire protruding through the balloon.